Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead had high threshold and high impedance due to patient anatomy. The physician also noted the lead was minuscule to work with. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.